Manufacturer narrative:
(B)(6).

Event description:
It was reported that the collar was fractured. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the collar was fractured. The device was removed normally and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable following the procedure.